Manufacturer narrative:
The product lot specific to this event is not known; therefore, lot history and device history record review is not possible. A sample has not been returned for evaluation. The root cause of the customer's complaint is not known. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported seeing fibers during eye surgeries. Additional information was requested, no updates have been received.